Event description:
International customer reported that the needle failed to release from the suture as anticipated. No adverse pt consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Control release failure. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.